Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and urinary incontinence. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to sui, dyspareunia and extrusion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced leakage, urgency, and mixed urinary incontinence.